Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that there was a display anomaly. The blood glucose level was not given. The lower left and the lower right of the display screen have cracks. No further information was provided.

Manufacturer narrative:
The insulin pump was received with a cracked case on the bottom left and right and top right corners at the display window and a cracked reservoir tube lip.